Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements due to suspected conductor damage. This lead was tested in clinic with a commanded shock with out-of-range measurements observed. Rhythmcare discussed this lead behavior is consistent with damage to the conductor coil. This lead remains in service. No adverse patient effects were reported.